Event description:
It was later reported that the patient died approximately two weeks later and no further information is known or available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular (lv) lead threshold increased and was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).